Event description:
The biomerieux bact/alert microbial detection sys presented with a message "instrument 2 is not responding." The controller screen on instrument 2 was completely black and no power was going to the controller. The incubators associated with the controller contained culture bottles from 172 phoresis collections. Loss of power to the controller for the culture bottles. Contributing factors may have been that the power to the bact controller was disrupted causing the internal ups (battery mode) to supply power. The internal circuitry failed to allow the ups to switch back to ac mode when the main power was resumed. This caused the battery to be completely drained.